Event description:
It was reported by a sales representative that, before sending the devices to the patients, two (2) renasys go were possibly defective. The covance agent discussed several trouble shootings such as, milking of tubbing to help with blockage full and low vacuum/air leak alarms, and to ensure that the hole of soft port opening is big enough and centered. The sales representative confirmed that the patients have been using renasys go dressings from the kit. As this was noticed upon inspection and review of the devices, there was not patient involvement.